Manufacturer narrative:
The angiosculpt device got stuck on the guide wire in the sheath. The physician removed the device and the guide wire as one unit. The physician rewired the lesion to complete the procedure. This resulted in prolongation of the procedure. No clinical injury was reported by the hospital. The angiosculpt device was returned intact to the guide wire. Visual examination confirmed the balloon has been inflated and the inner member is accordion near the proximal marker band. During functional testing, the guide wire was unable to be removed from the device due to a collapsed lumen. Evidence of the accordion inner member suggests that the device experienced excessive exertion of force applied by the user.

Event description:
The doctor experienced some difficulty in getting the balloon to deliver over the guide wire, however was finally successful. The balloon was inflated two times for one minutes each. The balloon was deflated in a normal manner. Upon retrieval, the balloon appeared to get stuck on the guide wire in the sheath. The physician was unable to pull the balloon out so he removed the balloon and guide wire as one unit. The sheath remained in the pt. The lesion was rewired and the procedure continued. There was no pt consequence and the final result was excellent.